Event description:
Additional information received there were no adverse events reported. Material: 305106 batch#: 3304829 it was reported by the customer that they couldn¿t flush through the lumen of it. Verbatim: they couldn¿t flush through the lumen of it. She said she¿d had it happen with the same needle once before, but this time she still had the wrapper with the lot on it.

Manufacturer narrative:
Pr (B)(4). Follow up. A device history record review was completed by our quality engineer team for provided material number 305106 and lot number 3304829. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. H3 other text : see h10 narrative.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 305106, batch#: 3304829. It was reported by the customer that they couldn¿t flush through the lumen of it. No adverse events reported per customer.